Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had the cord stripped off in an area of the line, the cable. The issue was found during reprocessing. There were no reports of patient involvement.